Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the inner lumen. Analysis of the tip, balloon, inner/outer shaft, port weld/exit notch, hypotube, and hub included microscopic and visual inspection. Inspection revealed tip damage (tip flared), the balloon material ruptured with the rupture approximately 3-4mm in length with the inner shaft kinked 19mm from tip, inner shaft separated at the distal end of the port weld, and inner and outer shaft damage (buckling) located 6.5cm from the tip and continued for a length of 10.2 cm. Inspection of the rest of the device found no other damage or defect. An inflation device (filled with water) was attached to the hub of the device and positive pressure was applied. Water was observed to be leaking from the port weld and the balloon could not inflate.

Event description:
Reportable based on device analysis completed on 18-dec-2020. It was reported that balloon inflation failure occurred. The target lesion was located in left main coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon was not responsive when pressure was applied. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed balloon material rupture and inner shaft separation.